Event description:
The customer tested her blood glucose using her contour link meter and received a reading of hi.she retested using two other meters and received readings 215 and 208mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.